Event description:
The valve was implanted in 2002. Two to three weeks post-op the pt became symptomatic and echo confirmed a significant non-central regurgitant jet, with vegetation and paravalvular leak. The valve was explanted, the annulus was "debreed", and the valve was replaced. The re-op was successful with no add'l consequence reported for the pt.